Event description:
Adverse event(s): "no patient impact reported." ( no consequences or impact to patient). Product problem(s): "damaged blades" (dull). The customer reported that the blades were damaged. No patient impact was reported. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).